Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the electrode was missing. Customer¿s blood glucose level was unknown at the time of incident. Customer stated that the electrode wasn't left behind in the skin as far as he can see. Customer also reported that needle is hard to remove, in the end it comes loose but only when he pulls it hard. The sensor will not be returned for analysis.